Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a likely cause for the reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had error message b30. The issue was found during a therapeutic procedure that was completed with the same device. There were no reports of patient harm.